Event description:
It was reported that the cartridge was leaking, location unknown. Customer reverted to alternate method of insulin therapy. No adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.